Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Until today, the missing information was not provided by the hospital/surgeon . A technical investigation was not possible to be performed, as the device was not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. No trend identified. As no lot number was provided for the device, the device history records could not be reviewed. E-mails requesting the missing device data information was sent to the complainant. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description (event details, per). - event summary: it is reported that the patient felt pain on the left leg in (B)(6) after 1 month in-vivo time. X-rays showed a sliding of the cephalic screw(length 85mm) and protrusion of it into the patient's cup. Review of received data - x-ray dated (B)(6) 2916 shows that the znn femoral nail was fixed by a distal cross lock screw. The tip of the lag screw is located at the center of the femoral head. -x-rays dated (B)(6) 2016 show that the femoral nail and the lag screw migrated cranially. The proximal tip of the nail is observed to be closer to the tip of the greater trochanter. Lag screw is observed to have migrated through the articular cartilage and tip of the screw is in contact with the acetabulum. However, no fracture of the components or the bone is noticed. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation - surgical technique for the znn system explains the correct implantation procedure. Correct lag screw length determination, on page 8: "slide the cannulated lag screw depth gauge over the 3.2mm pin down to the bone (fig. 21). Confirm that the depth gauge is touching the lateral cortex of the femur using fluoroscope to accurately determine the length of lag screw to be used. The end of the pin in the depth gauge indicates the length of lag screw to be used." Correct application of the set screw, on page 10: "note: to achieve sliding, tighten the set screw and then rotate the flexible captured set screw driver counterclockwise one quarter turn. Do not unscrew the set screw more than one quarter turn. Make sure that the set screw is still engaged in the groove by checking that it is still not possible to turn the lag screw with the lag screw inserter.". Root cause analysis: root cause determination using rmw: - lag screw migration due to incorrect lag screw design results into cut out. Not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. - lag screw migration due to users determine wrong lag screw length => possible, as the surgical report is not received, it is not known whether the surgeon determined the length of the screw of correctly. Although, the x-ray show the length as acceptable, this risk cannot be excluded. - lag screw migration due to users apply set screw not correctly (lag screw groove not engaged) => possible, x-rays confirm the migration of the lag screw into the femoral head. However, since the products are not returned for the investigation it is not possible to confirm whether the groove engaged or not. Conclusion summary: from the x-rays it is confirmed the implants have migrated. The possible reasons are incorrect application of the set screw leading to no engagement of the lag screw groove and determination of wrong lag screw length by the surgeon. However, it is not possible to further comment on applicable causes since neither products, nor surgery reports were received. Although, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue, but it is possible to say, that the reported event is due to use error - non indicated use of product. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the devices for investigation. Four x-rays were received. As no lot number were provided for the devices, the device history records could nor be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 125 left 11.5 mm, 21.5 cm on (B)(6) 2016. In (B)(6) the patient felt pain in the left leg. X-rays showed a sliding of the cephalic screw (length 85mm) and protrusion of it into the patient's cup. Patient was revised on (B)(6) 2016.